Event description:
Patient presented to the physician with a shocking sensation in the tongue and pain under the chin. Physician prescribed pain medication. Patient presented back to the physician with a bump at the neck incision site. Physician prescribed antibiotics and ordered imaging.

Event description:
Patient presented back to the physician with continued pain and a persistent bump at the neck incision site. Physician brought the patient into the or and replaced the entire system.